Event description:
It was reported that after successful deployment of the excluder bifurcated endoprosthesis, the right common femoral artery dissection during removal of the 18fr cook sheath. According to the clinician the event was not device related but related to the disease state of the pt (high plaque content in vessels). The clinician used a jump graft to fix the dissection. Pt status is fine. The device was discarded by the hosp. There was no allegation of deficiency made by the clinician.